Event description:
During the removal of a device, a 10-12 cm segment of the catheter broke off and migrated into the right pulmonary artery. The fragment was removed with a snare via a femoral approach.